Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was 400 mg/dl. The customer is experiencing symptoms of feeling sluggish. The customer reported they have a backup plan available. The customer was treated with insulin pump and manual injections. The customer stated that she is limited on time and need to call to complete the troubleshooting.